Event description:
During a coronary artery drug eluting stenting treatment procedure, the catheter broke. The target lesion was located in the calcified right coronary artery (rca) that exhibited 95% stenosis mid rca and 80% stenosis distal rca. The lesion was predilated using a 2.5x20mm maverick balloon. The physician attempted to advance a 2.5x24mm taxus express2 eluting stent to the lesion, but was unable to cross the lesion. The stent was not deployed and the catheter was reported to be broken. The procedure was completed with another device. There were no patient comlications and the patient was reported in good condition.